Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer wanted assistance reconnecting back to their infusion set after taking a shower but was unable to. Customer was advised to start a new infusion set and successfully started a new infusion set. The customer also asked for assistance in uploading insulin pump and was able to successfully do so. Customer was not able to troubleshoot for high readings. The insulin pump will not be returned for analysis.